Manufacturer narrative:
There were 13 sample received and inspected, the samples confirm the presence of poor perforations. A device history was also conducted, which showed no non-conformances. The root cause was determined to be associated with the perforation stage of the manufacturing process. The blade maintenance program is currently under review with the intention to decrease the time frame between blade replacements, and therefore preventing poor perforation in the blister packs.

Event description:
It was reported that the blister packaging containing the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had poor perforation and was difficult to separate from other syringes. The following information was provided by the initial reporter, translated from german to english: "we noticed that the perforation on the blister of the separate syringes, i.e. There were the blister are separated, are partially were difficult to separate and in some cases he perforation ist not constant. The adjustment of the knives in the machines is not correct or the paper is thicker and the blades do not cut through."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blister packaging containing the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had poor perforation and was difficult to separate from other syringes. The following information was provided by the initial reporter, translated from german to english: "we noticed that the perforation on the blister of the separate syringes, i.e. There were the blister are separated, are partially were difficult to separate and in some cases he perforation ist not constant. The adjustment of the knives in the machines is not correct or the paper is thicker and the blades do not cut through."